Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Aseptic revision right knee. Femur and tibial tray were both loose, the tibial tray being looser than the femur. The loosening was present at both interfaces (cement to bone, cement to implant) for both femur and tibial tray products. There was no reported product issue with the insert. The patella product was retained, not revised. No information as to the original surgery was provided, and no information regarding cement manufacturer.